Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima y adp yel 24ga x 0.75in leaked. Customer claims the side port use to be plastic tip now it is paper tip and it leaks.

Manufacturer narrative:
DHR review: the complaint lot# is 4298264, sku is 383319, assembly in suzhou plant on 2024.nov.15, lot quantity is (B)(4). Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities related to product function for this lot returned sample analysis: sample images attached, and it shows the vent plug tip is in normal shape, no abnormal detected. Retain sample analysis: sampling 2ea from the retain sample of the same lot to check vent plug assembly status and do leakage test, test result is within product specification. Refer to the attachment for retain sample test report. Possible cause analysis: based on the information, vent plug defect and cause leakage. The possible reason for this type is: vent plug raw material defect current manufacture already has control procedures as below to monitor this kind of defect: 1. Raw material in-coming inspection can defect the quality abnormal if defect rate is high 2. Both in-process inspector and assembly operator will check vent plug status for component, raw material defect can be defected if defect rate is high the images attached shows vent plug component is normal. Sti vent plug is always paper tip, no plastic material tip, the complaint information is not reasonable. The retain sample inspection and leakage test result is within specification, so the root cause of leakage is not clear, we may conclude raw material defect is the possible cause.

Event description:
No additional information available.